Event description:
It was reported that this right ventricular (rv) lead exhibited noise, high capture threshold and high impedance due to it being fractured. The fracture was confirmed through fluoroscopy. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.